Event description:
A trilogy ev300 ventilator was returned toa third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, upon initial inspection of device, device failed active exhalation verification. The repairs have not yet been started and will be handled by a philips authorized service provider. The technician is working to schedule an onsite visit once the device becomes available. Fses are onsite working and will dispatch once the device is given to them. Pwo is still pending entitlement. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned toa third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, upon initial inspection of device, device failed active exhalation verification. The repairs have not yet been started and will be handled by a philips authorized service provider. The technician is working to schedule an onsite visit once the device becomes available. Fses are onsite working and will dispatch once the device is given to them. Pwo is still pending entitlement. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: a trilogy ev300 ventilator was returned toa third party service center for routine preventative maintenance. During the evaluation of the device at the service center, upon initial inspection of device, device failed active exhalation verification. In conclusion the 3 way solenoid valve and proportional valve were replaced to address the issue. The device was retested and passed all test and was returned to use. Additionally, the 3 way solenoid valve and proportional valve were sent to the riql for the allegation of a aecm failed test step. This failure is being investigated. No further evaluation of this part is required at this time. Box h coding was updated.